Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
B3: exact date unknown, event occurred in approximately last couple of months ago from date manufacturer was made aware.